Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#:(B)(4). H3: analysis of the device, model # 97745, s/n (B)(6), revealed broken speaker and cracked/scratched/worn front case. Screw holes stripped causing case separation, rattling. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they were charging the implanted neu rostimulator (ins) approximately a week ago and was walking around when the recharger (rtm) cord got caught and was pulled out of the controller. Pt said a spacer from the controller port came out when that happened and pt pushed the piece back in, but then the controller casing came apart along the side. Pt said they now heard a rattle inside the controller and every now and then when trying to charge, the controller would shut off on them. Pt also mentioned they would see stim off instead of on. A replacement controller was requested. Pt called back stating they got a new controller and attempted to set up the new controller but it was not accepting the time or recognizing the ins for they were getting no device found. Pt noted that yesterday they got a message to replace the battery and pt said it did not work and called it a piece of junk. During call pt reset the controller and attempted to recharge their ins, the pt saw their controller was 100% and ins was at recharging excellent with no battery. No symptoms were reported.